Manufacturer narrative:
B5. Describe event or problem updated. Based on information provided by the customer, the manual retraction was successful and there were no patient complications. The manufacturer has reviewed all information and determined this event no longer meets reporting criteria for the reported event.

Event description:
It was reported that during a water vapor therapy procedure for benign prostatic hyperplasia, after two treatments, the needle was deployed during the procedure, but during the third treatment, the needle failed to eject, even after the cystoscope was pullback, the needle still could not be ejected. After that, the manual retraction was performed and completed successfully. The procedure was completed with another delivery device without patient complications.

Event description:
It was reported that during a water vapor therapy procedure for benign prostatic hyperplasia, after two treatments, the needle was deployed during the procedure, but during the third treatment, the needle failed to eject, even after the cystoscope was pullback, the needle still could not be ejected, and the manual retraction did not work. The procedure was completed with another delivery device without patient complications.

Manufacturer narrative:
B5. Describe event or problem updated. Based on information provided by the customer, the manual retraction was successful and there were no patient complications. The manufacturer has reviewed all information and determined this event no longer meets reporting criteria for the reported event. The device was returned and analyzed. The visual inspection found that the needle was bent/kinked at distal end, suggesting that the manual retraction method was performed; but the exact cause of the needle failure to retract could not be determined. The device passed the mechanical and functional tests, where the needle was retracted and deployed, and the function of the buttons worked fine. Also, the delivery device could perform prime, pretreatment, and 5 full treatments without any errors. Based on the information available the specific cause that contributed to the reported event cannot be established.

Event description:
It was reported that during a water vapor therapy procedure for benign prostatic hyperplasia, after two treatments, the needle was deployed during the procedure, but during the third treatment, the needle failed to eject, even after the cystoscope was pullback, the needle still could not be ejected. After that, the manual retraction was performed and completed successfully. The procedure was completed with another delivery device without patient complications.